Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As a precautionary measure, he replaced the battery fuse (part number 0159-00-0035), the main battery cable (part number 0012-00-0746), the battery power cable (part number 0012-00-0785), and the front panel switch (part number 0012-00-0834). The unit was tested to factory spec. It functioned normally and was returned to the customer. The reported failure could not be reproduced. A review of the service history does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown when it was disconnected from the ac mains in order to transport the pt. No pt injury was reported.